Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. G1: device manufacturer address 1: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system, solution set leaked; the nurse felt a small drop of "something" hit their arm when hanging cyclophosphamide. The issue was identified during patient use, at beside in the hospital. The nurse re-inspected the set and noted a small drip formed at the connection point of the tubing that goes into the pump and the part that goes to the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.